Manufacturer narrative:
Zoll medical corporation evaluated the electrodes, lot numbers 4316 and 5116, and the reported malfunction was not replicated or confirmed. Two returned electrodes were repackaged for return to zoll which compromised our ability to investigate without damaging the product. Two remaining electrodes were evaluated which were torn at various locations. However, we are unable to confirm the customer's report the electrodes ripped when removing them from their packaging. It is noteworthy to mention the one-step electrodes are continuity tested 100% during the manufacturing process. The testing is to assure the electrodes are assembled correctly and pass all testing prior to being distributed. Retains of the returned lot numbers 5116 & 4316 did not reveal any irregularities that would have contributed to the reported event. The evaluation concluded that the electrodes exhibiting the tare is not a manufacturing defect and all received liners support the correct assembly of the electrodes. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) , the electrode pads were torn when they were removed from the packaging. The complainant indicated that they obtained another set of electrode pads and they were torn when they were removed from the packaging. Complainant indicated that a third set of electrode pads were obtained to continue treating the patient; however the cardiac nurse was unhappy with the placement of the pads so a fourth set was obtained. When the fourth pair of electrodes were opened, they were torn when they were removed from the packaging. Complainant indicated that the fifth set of electrode pads were opened successfully and used to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.